Event description:
Broken implant labral repair on (B)(6) with hard bone. Inserted bio raptor, when went to tie down the suture pulled thru the anchor (broke eyelet). Tried another with same results (same lot number). Finished case with arthrex. It was confirmed that it was three anchors that broke. The surgeon used our 2.9 mm spade tip drill to prepare the insertion site. Repair was on both sides of the bicep. Surgeon is very familiar with this technique. Anchors were left in the patient.

Manufacturer narrative:
(B)(4): no product was being returned for evaluation.(B)(4).